Event description:
Enseal was sticking/stiff unable to use. Manufacturer response for enseal, (brand not provided) (per site reporter): we have emailed the rep and will like a response on why we are experiencing issues with the enseal.